Event description:
It was reported that during a da vinci-assisted general incisional hernia surgical procedure, the customer reported to technical service engineer (tse) that the system keeps giving recoverable faults and the surgeon was having articulation issues with the instruments. Tse reviewed the system logs, multiple recoverable faults on universal surgical manipulator (usm) arm 3 (32097). Tse guided the customer to hard power cycle the system. The customer called back for instructions on disabling the usm arm and docking with arms 1, 2 and 4. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the procedure was completed robotically however universal surgical manipulator (usm) arm 2 was disabled for the procedure. No additional information was available and no patient demographics available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported error 31226 was confirmed and replicated. In system logs, the error 31226 was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 31226 was found replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test failed on parallelogram fiber. Once testing was completed, parallelogram fiber was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors from a faulty parallelogram fiber cable located within the usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.